Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had an unreported issue during surgery. There were no injuries however it is unk if medical intervention occurred. There was no add'l info provided.